Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow-up, the device was post-paced t-wave oversensing. The device was reprogrammed and no further issues were reported. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.